Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a bulge in right cylinder, the patient will have his ambicor penile prosthesis (app) removed and replaced on a future date.

Event description:
It was reported that due to a bulge/rupture in right cylinder the patient had his ambicor penile prosthesis (app) replaced.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm a product malfunction. Device history record (DHR): the DHR review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device cylinders, pump and tubing were visually inspected, microscopically examined and tested for teaks. Both cylinders had wear at the folds in the cylinder body. Cylinder 1 has broken fabric treads with cylinder bulging in the cylinder body; no leaks were found. The kink resistant tubing (krt) was fatigued and worn to the filament and exposed sutures were present. The pump strain relief was worn; however, no leak was found. Product analysis concluded that the identified bulge with broken fabric treads in cylinder body of cylinder 1 could affect the functionality of device. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.